Event description:
Pt rec'd breast implants in 1997. At the end of 10/2005, pt noted that the implants were getting smaller, became hard, and started hurting. On 02/14, pt was taken to the hosp emergency room with complaints of chest pain, rapid heart beat, and numbness in her left arm. Stated she had a heart attack. Pt also stated that her breasts were lumpy. Pt states she has been trying to get the implants removed, but has not been successful. Pt's current complaints are being very tired, having no energy, and continues to have pain in her breasts.